Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 466 mg/dl at the time of incident and current blood glucose. Customer declined to continue insulin pump troubleshooting. Customer reports insulin pump had insulin flow blocked alarm. Troubleshooting was performed. Customer had not tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the sleep current measurement and active current measurement. Device functioning properly during testing.